Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing in the service center, the service tech reported that the diode d5 of the roller pump pod's generic board, has a broken solder connection and is cracked. Since the event occurred during routine testing, there was no pt involvement.